Event description:
The customer reported a circuit board error. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a circuit board error. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The device was repaired by replacement of the bezel assembly.